Event description:
After surgical procedure pt alerted physician as to having recall of procedure and pain during surgery. The investigation revealed a possible engineering incompatibility with the vaporizer and user's anesthesia machines. There was a strong smell during the procedure which suggests leakage, all machines have been pulled from use.